Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: cs 078-0008 and cs 064-0008 were verified in the black box and history. Received cs 064-0008 during investigation and unable to complete 24 hr test. Leak test failed due to display lens leak. Investigators opened pump and removed from case. Corrosion on motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a call service alarm. There is no reported adverse event with this complaint. This report is made based on the allegation of the call service alarm issue.